Event description:
A report was received that a patient had lost a significant amount of weight. The physician has recommended a pocket revision. The patient will not move forward with the revision at this time.

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision to move the ipg deeper. The patient is doing well following the revision.

Event description:
A report was received that a patient had lost a significant amount of weight. The physician has recommended a pocket revision. The patient will not move forward with the revision at this time.